Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis. Customer reported that her insulin requirements reduced over time such that auto mode kept adjusting until her need were too low and did not exit out of auto mode. The insulin pump will not be returned for analysis.